Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. This report contains a correction to the device explant date field d6b.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The battery longevity projection had fallen from 54% to elective replacement indicator (eri) in approximately six months. The patient reporting beeping tones coming from the device and it was explained by boston scientific technical services (ts) that the tones were expected as part of the battery depletion notice. Options to potentially disable the tones were discussed. A device replacement was scheduled. Further information was received that it was believed this device had been explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The battery longevity projection had fallen from 54% to elective replacement indicator (eri) in approximately six months. The patient reporting beeping tones coming from the device and it was explained by boston scientific technical services (ts) that the tones were expected as part of the battery depletion notice. Options to potentially disable the tones were discussed. A device replacement was scheduled. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Manufacturer narrative:
This report contains a correction to the device explant date field d6b.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The battery longevity projection had fallen from 54% to elective replacement indicator (eri) in approximately six months. The patient reporting beeping tones coming from the device and it was explained by boston scientific technical services (ts) that the tones were expected as part of the battery depletion notice. Options to potentially disable the tones were discussed. A device replacement was scheduled. Further information was received that it was believed this device had been explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The battery longevity projection had fallen from 54% to elective replacement indicator (eri) in approximately six months. The patient reporting beeping tones coming from the device and it was explained by boston scientific technical services (ts) that the tones were expected as part of the battery depletion notice. Options to potentially disable the tones were discussed. A device replacement was scheduled. Further information was received that it was believed this device had been explanted and replaced. No additional adverse patient effects were reported.